Event description:
It was reported that during a laparoscopic cholecystectomy the jaws of the device scissored, not allowing clip to form properly. Another device was used to complete the case. There was no pt injury. Additional info was requested, but no additional info was provided. A supplemental report will be sent if additional info is received.

Manufacturer narrative:
The device was not returned to the MFR as of the date of this report and was reported to have been discarded by the user facility.